Manufacturer narrative:
The report was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities, and passed all tests on the ate system. The returned ipg exhibited normal device characteristics during analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy months ago (unknown date). The ipg did not communicate with external devices. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.